Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. Concomitant medical devices and therapy dates, base station device, (B)(6) 2023. UDI: (B)(4).

Event description:
It was reported during a total knee arthroplasty procedure, it was observed that while using the robotic-assisted solution satellite station device, the clinician had experienced inaccurate cuts. It was reported that there were re-cuts with the case. It was reported that the issue was detected when verifying the resection with the pointer. It was reported that the cuts were verified as accurate and there were no over resections, therefore the press fit would accept as planned. It was reported that the device was being used with a robotic assisted base station. It was not reported if there were any delays in the surgical procedure. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization reported.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained, that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was evaluated. And there were no defects found with the system and software. A review of the device log files was performed for this event. The investigation of the log files determined, that the distal cut was under resected initially, prior to saw recalibration. Therefore, the reported condition was confirmed. It was reported, that the user did not mount the robot on the bed rail, which caused the robot to move, during operation. Additionally, leg motion was visualized, during the operation. However, a root cause could not be established, as the investigation found no issues or defects, and the system was operating properly and accurately. Therefore, the most probable cause cannot be established.